Event description:
Needle broke inside stomach [medical device complication]. Case description: this spontaneous report rec'd from another country and reported by a husband to a consumer as "needle broke inside stomach", concerns a female pt using novofine 8mm {30g} (not further specified). It was reported that while the pt injected her night time insulin, the needle snapped off at the base leaving the needle in her stomach. The presence of the needle was confirmed by x-ray, and the needle was removed by surgery in 2006. The outcome has not been reported.

Manufacturer narrative:
Frequency statement: based on review of historical data, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.